Manufacturer narrative:
As the device remains implanted, an investigation of the device cannot be performed. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The specific cause of this complaint could not be determined. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
A study alert was received from imedidata database. The patient referenced in this event file is enrolled in a registry which has been designed with broad eligibility criteria to capture real-world gore® viabahn® vbx balloon expandable endoprosthesis use, in multiple pathologies and in conditions needing preservation of peripheral vessels. It was reported to gore that patient underwent endovascular treatment on (B)(6) 2020 for a peripheral artery aneurysm. In the splenic artery two gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) were implanted to treat the lesion. It was stated that on (B)(6) 2020 a splenic aneurysm enlargement was detected due to migration of the stents into the splenic artery. It was decided to put new vbx-devices in place. Reportedly, on (B)(6) 2021 during reintervention a perforation of the splenic artery, caused by the amplatz guide wire, was seen at the control angiography. Therefore, it was decided to occlude the splenic artery with 3 amplatzer devices.